Manufacturer narrative:
The investigation comprises of findings of our field service engineer, information from the hospital and an evaluation of the logs. The information that was been received has been contradicting but after ascertaining the time of the event, the evaluation logs form the ventilator at the given time of event show the occurrence of the alarms ¿vt insp. Overrange¿, ¿peep low¿, ¿check tubing¿ and ¿expiratory minute volume: low¿, indicating a big leak. The logs indicate that leakage went on for 7 minutes where after there were operator actions done that included ¿expiration hold¿ and a change of the ¿airway pressure alarm limit¿ and ventilation continued for another 23 minutes until the ventilator was set to the standby mode. There are no technical error codes to indicate a ventilator malfunction. According to the hospital the intubation tubing was replaced after the event and simulation testing of the ventilator without the patient was done. The fse while on site found the a broken expiratory cassette¿s water trap and replaced it but this seem not to be linked to the time of occurrence. The conclusion in the matter is that a big leakage occurred and lasted about 7 minutes. It was very likely due to a tubing disconnection but exactly how it occurred has not been established with the available information.

Event description:
It was reported that during the washing of the patient, there was a disconnection, and the patient was no longer being ventilated which cause causing desaturation to an unknown level and bradycardia. After realizing the occurrence, the ventilator was disconnected from the patient and it was replaced with another one. The patient¿s saturation got back to normal. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).